Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed an "off set self check failure - 1176" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to a corrupted calibration table on the smart pheumatic module. It could not be firmly established how the calibration table became corrupted. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.